Event description:
The customer reported that the mrx powered itself off then back on during transport. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the mrx powered itself off then back on during transport. There was no reported adverse pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.